Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the image failure. The customer's smart cable was connected to a known, good, test gvm monitor and a known, good, test su blade. There was no image even when the connection was manipulated. The technical service representative attributed the "no image" issue to connector failure. The technical service technician noted that the cable's hdmi connector was not visibly damaged. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the core spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope titanium reusable & spectrum single use operations & maintenance manual (omm) notes that: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the hdmi connection was lost causing the screen to fail. A delay in the procedure of a few minutes occurred as a backup gvm device was obtained. No harm to the patient or user was reported.